Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating a rewind anomaly on the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she changed out the infusion set, and when she rewound it, it will not rewind. The customer stated that she is low on reservoir. The customer will be sent an emergency kit.